Manufacturer narrative:
(B)(4). Device manufacture date: june 16, 2015- june 17, 2015. The device was received for evaluation. Visual inspection verified the reported condition of a ruptured reservoir. A microscopic inspection revealed no signs of abnormality. The cause of the condition could not be determined. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extra large volume intermate's bladder ruptured during filling of the device with 100 ml of reocephine and sodium chloride. There was no patient involvement. No additional information is available.